Event description:
As reported to coloplast though not verified, patient experienced dyspareunia, bladder infections and surgery to remove scar tissue.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.